Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the right atrial and right ventricular lead exhibited an unspecified mechanical breakdown. The patient presented for lead revision procedure on (B)(6) 2018 and both leads were explanted and replaced. No further information was available.